Event description:
Upon interrogation device eos was displayed. The shocks table shows only 15 charges which were all capacitor reformations. The patient has not had any medical procedures which could have damaged the device. Device reset was attempted but was unsuccessful. Device explant was recommended.